Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A manual insulin injection was administered to address bg. Call was dropped and when cts called back, customer had reloaded a new cartridge on their own and was able to resume insulin.